Event description:
The cardiologist attempted closure of the arteriotomy with a prostar xl 8fr device. No difficulty with insertion was experienced and adequate marking was obtained. Resistance was encountered as the ring handle was pulled out. Backdown of the needles was not successful. Redeployment was attempted, but the handle would not move at all. The pt was taken to surgery for removal of the device.